Event description:
It was reported by service report that the fowler was drifting and unable to support patient weight and the wheel assembly was excessively worn. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler; wheel assembly.